Manufacturer narrative:
Patient weight not available for reporting. Date of device breakage and non-union is not known. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6)) as follows: polytrauma patient was implanted with an antegrade femoral nail (afn) on (B)(6) 2016 to treat an ipsilateral intertrochanteric and comminuted distal femur fracture. On unknown date patient was walking down stairs and felt a snap in the right femur, followed by pain and inability to weight bare. Patient presented to hospital where x-rays revealed a non-union of the distal femur fracture and breakage of the afn nail at the most proximal distal static locking hole. Comparison with the images taken post-operative in 2016 revealed the two (2) 6.5 mm recon screws in the femoral head remained unchanged, as did the two (2) 4.9 mm locking bolts inserted distally in the dynamic slot and the most distal static locking hole. Patient was returned to surgery on (B)(6) 2017 for removal of the broken nail, investigation of presence of infection, and insertion of a longer, larger afn nail. A 14 mm x 400 mm right afn nail was inserted post intramedullary reaming to 16 mm. Concomitant devices reported: 4.9 mm locking bolts (part number unknown, lot number unknown, quantity 2); 6.5 mm recon screws (part number unknown, lot number unknown, quantity 2) this report is for one (1) afn nail. This is report 1 of 1 for (B)(4).